Manufacturer narrative:
Lens was returned in liquid, in lens case/vial. Visual inspection found a piece of haptic missing. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reported indicated that a 13.2mm micl13.2, -10.5 diopter, implantable collamer lens tore during loading. There was no patient contact and the back up lens was used. The reporter stated that the cause of event was unknown.